Event description:
A customer reported that the adc device detached prematurely. The customer reported they became hypoglycemic with tremors. A healthcare meter result of 50 mg/dl was obtained, and the customer required treatment of 3 sachets of sugar by a nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer reported they became hypoglycemic with tremors. A healthcare meter result of 50 mg/dl was obtained, and the customer required treatment of 3 sachets of sugar by a nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Sensor kit expiration date is 31 jan 2020. Medical event associated with this complaint case occurred on 12 sep 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer reported they became hypoglycemic with tremors. A healthcare meter result of 50 mg/dl was obtained, and the customer required treatment of 3 sachets of sugar by a nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Sensor kit expiration date is 31 jan 2020. Medical event associated with this complaint case occurred on 4 sep 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 - (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.